Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 6/30/2020. H6. Investigation: six unused samples and three photos were provided to our quality team for investigation. Upon inspection of the photos, the syringe tip is observed to be cracked. The returned samples ere evaluated, no damaged or defects were identified in the luer or syringe tip. Tip and thread verification tests are performed within the manufacturing environment according to procedure. Testing was performed on the six samples and found all product was within specification. A device history review was performed for reported lot 1907212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is possible the damage could have occurred as a result of the product jamming within the manufacturing equipment. Based on the device and inspection records, we cannot verify this to be true, therefore a definitive root cause cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke while perforating the vial of "ogivri" during use. The following information was provided by the initial reporter, translated from italian to english: we want to bring to your attention the breakage of a bd syringe, during the perforation phase of a vial of ogivri. It is also wanted to make known that this led to the loss of 210mg of active ingredient already aspirated in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe tip broke while perforating the vial of "ogivri" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: we want to bring to your attention the breakage of a bd syringe, during the perforation phase of a vial of ogivri. It is also wanted to make known that this led to the loss of 210mg of active ingredient already aspirated in the syringe.